Event description:
It was reported that during a da vinci-assisted radical cystectomy procedure, a piece from one of the jaws of the harmonic ace instrument broke off and fell inside the patient. The device fragment fell inside the patient while the surgeon gripping tissue and as the doctor was taking a tissue sample. The fragment was retrieved using tweezers and it was confirmed visually that all fragments were removed. No additional surgical procedure was required for fragment removal, and no post-operative tests such as x-rays or ultrasounds were performed. The procedure was completed robotically without any injury to the patient. The patient has not returned to the hospital due to any post-surgical complications.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation. A review of an image provided by the customer shows a broken curved blade on the harmonic ace instrument. A maryland bipolar forceps instrument is holding the broken blade piece.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was found to have the blade broken at the base. A piece approximately 0.412" x 0.073" was found to be broken off. The broken piece was not returned with the instrument. Components adjacent to this broken blade did not show damage.